Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that a patient was on impella cp support. While on support, impella cp was prepped and inserted with less than expected flows of 2.3. The pump was repositioned several times to try and get better flow with no success. Echo determined that the patient had some pericardial effusion. Patient was taken to the operating room for a pericardial window. 400cc of blood was drained and his pressure immediately got better and they were able to start weaning some of the pressors and got to p8.